Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of analysis and fmea there is no evidence that the device was out of specification. Hematoma is a known, inherent risk of surgery. Part numbers: 1st (superior): lot numbers: ifuse implant, p/n 7050m-90, lot# 2591251, manufacturing dates and expiration dates and UDI numbers: mfd. 06/13/2017, expires 2022-06, (B)(4); 2nd (second): ifuse implant, p/n 7040m-90, lot# 2591231, mfd. 06/02/2017, expires 2022-06, (B)(4); 3rd (inferior): ifuse implant, p/n 7040m-90, lot# 2591231, mfd. 06/02/2017, expires 2022-06, (B)(4).

Event description:
In (B)(6) 2017, the patient underwent right side si joint arthrodesis where three implants were placed. The patient later presented to the hospital emergency room with pain from a hematoma in the lateral aspect of the thigh. It is not known if the patient received any treatment for the hematoma.